Event description:
It was reported that the unit will turn on and engage in patient monitoring when plugged into ac power, but it will not run on dc power. The customer replaced the battery with a brand new, fully charged battery, but this did not help. There were no error codes on the monitor before the unit turned off when ac power was disconnected. No patient involvement.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.